Event description:
It was reported that a user experienced multiple cgm sensor connection issues and sensor failures while using the ilet system, with glucose readings fluctuating from 40 mg/dl to 400 mg/dl and rapid directional changes; the user was counseled to contact the cgm manufacturer for replacements and to confirm readings with a fingerstick. Symptoms included hypoglycemia with reported low readings and physiological symptoms, followed by hyperglycemia after overtreatment. Outcomes included troubleshooting and education, including guidance on oral glucose for hypoglycemia and reinforcement of verification via fingerstick. Investigation included review of reported cgm performance issues and user handling, along with guidance on device use and confirmation testing. Investigation of this case revealed user overtreatment of hypoglycemia contributing to rebound hyperglycemia and cgm sensor performance concerns consistent with sensor failure and intermittent connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user response to hypoglycemia combined with cgm sensor malfunction.